Event description:
It was reported that an escape retrieval basket device was used during a ureteroscopy procedure. During the procedure, the basket detached from the device inside the patient. Reportedly, the exact device to retrieve the detached basket is unknown. It was further reported that possibly flexible grasper or another escape was used to retrieve the detached basket. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of basket detached. Impact code f2301 captures the reportable event of additional device required. Impact code f23 captures the reportable event of unexpected medical intervention.